Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the csf leak occurred at the l5 drg lead.

Event description:
It was reported that the patient experienced a csf leakage resulting in headache. As such, a blood patch was performed resolve the symptoms. The trial was aborted, and the leads were removed to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model:mn10350-50a, UDI: (B)(4), serial: (B)(6), batch:10965791.